Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was damaged the following information was received by the initial reporter with the following: it was reported by the customer that ongoing issue with our secondary blood tubing where the tubing is defective because the filter is upside down and it cannot be used.

Event description:
No additional information provided.

Manufacturer narrative:
No product was returned by the customer and the provided photo does not show the sample or confirm reported issues. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10016242 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
One sample model 10016242, lot 25029347 was returned for investigation. The set was examined for defects and abnormalities. The filter was inverted. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of the incorrect assembly issue (inverted blood drip chamber) could be related to opportunities in the assembly method. The standard work instruction is currently being modified to include a new guidance fixture. A device history record review for material# 10016242 and lot# 24099390 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Physical sample was returned.